Manufacturer narrative:
This report is submitted on april 20, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced pain, non-auditory sensations and a performance decrement with device use. Subsequently the device was explanted on (B)(6) 2018.

Manufacturer narrative:
Correction: this previous or initial MDR submitted on april 20, 2018 was a duplicate. All information have already been provided with report number 6000034-2018-00745.